Event description:
Approach: posterior lumbar interbody fusion levels implanted: l3-l5 it was reported that on (B)(6) 2015, post-op, an l5 screw got broken and the patient complained of pain. The patient underwent plif surgery on (B)(6) 2014. Doctor commented that inserting and rotating a little high control cage probably resulted into breaking the endplate, cage sinking and incomplete bone fusion. This probably was the reason for rod being broken. The doctor also commented that the screw was broken because of patient¿s weakened bone but did not explain about cage sinking to the patient. The doctor scheduled revision surgery on (B)(6) 2015 to remove the broken rod and replace it, and also add pedicle screw if needed. The patient is to be hospitalized on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device not applicable imaging studies were returned to the manufacturer.